Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
As reported, the surgeon detected after the surgery that the intraclude catheter was damaged. During procedure the balloon was performing perfectly. The physician thinks that is has something to do with the side arm of the endoreturn introducer, er23b. No patient injury occurred.

Manufacturer narrative:
The complaint was confirmed. (B)(4).

Manufacturer narrative:
Evaluation: the endoreturn cannula was visually inspected and found the rounded edge y-arm connector was missing the bump. The root cause is that the supplier did not have the proper controls in place to assure that the change to the core pins that made the finished device were in place. A manufacturing defect is confirmed with the supplier. A product recall was initiated as a response to the endoreturn introducer. No visible defects would have been seen by the customer. Through investigation of the device, the nonconformance was noted. Trends will continue to be monitored through the edwards complaints system.